Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. The device history record (DHR) of batch number 74m1801320 that belong to catalog number 1734 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. To perform a proper and thorough investigation it is necessary to evaluate the sample involved. Customer complaint cannot be confirmed based only on the information provided. Root cause cannot be determined. Corrective actions cannot be established. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint states "'nurse went to administer albuterol nebulizer and the albuterol wouldn't aerosolize despite being set-up correctly and o2 turned up to 10l. After getting a new neb set-up, (continued) we realized the first one was missing a green piece from inside of the cup (where the solution goes)."

Manufacturer narrative:
(B)(4). The customer returned an opened kit of catalog number 1734 up-draft ii opti-neb nebulizer w/reserv which consisted of a jar, cap tubing, tee-connector, mouthpiece, and reservoir tubing. It was noticed that the customer did not return the jet. A visual exam was performed and there were no defects or anomalies found. Functional testing was also performed to determine if the nebulizer produced mist. A lab inventory jet was utilized for this inspection. 5cc of water was added to the returned nebulizer unit, the returned tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. Functional testing indicated mist was produced from the chamber of the nebulizer. The reported complaint that the nebulizer did not mist could not be confirmed through functional inspection of the returned sample. Functional testing of the returned sample indicated that mist was produced from the chamber of the nebulizer. A device history record review was performed and no relevant findings were identified. The investigation of the returned sample found no evidence to suggest functional issues, however , the customer did not return the jet along with the assembly and therefore, the root cause is undetermined.

Event description:
Customer complaint states "'nurse went to administer albuterol nebulizer and the albuterol wouldn't aerosolize despite being set-up correctly and o2 turned up to 10l. After getting a new neb set-up, (continued)we realized the first one was missing a green piece from inside of the cup (where the solution goes)."